Event description:
From our distributor we received on 11/27/2023 the following informations regarding 2 neurovent pto (095008-001) used on the same patient : received information to 1st catheter (B)(6): the ptio2 gave aberrant values (between 80 and 4 mmhg). Received information to 2nd catheter (B)(6): very high temperature value (44) compared to core temperature (36). The ptio2 was between 43 and 60 mmhg they disconnected the system to do a CT scan. On their return, the monitor refused to give a cerebral t° and ptio2 value. Error messages p04 and t20 (neurosmart logo). On the scanner we can see the probe is in the right place the amplitude is : 400 further information: raumedic bolt-drill kit pto was used as application tool. 1st catheter was replaced with 2nd catheter after 3 days. No additional medicinal treatment. No additional surgical intervention. The issue had no consequences for the health of the patient.

Manufacturer narrative:
Manufacturer statement: manufacturing documents of the coresponding sn (B)(6) were already checked and found to be correct. Catheters were discarded by the clinic and are not available for detailed investigation. Further interviews with the distributor and the clinic are necessary to investigate to what extent there could have been a product defect or whether a user error is the cause of the behavior described. Based on the information currently available, user error is suspected, but cannot be confirmed with certainty.